Event description:
It was reported that pump did not recognize cartridge during use, and no blood glucose information was provided. There was no reported impact to the customer¿s blood glucose level. Customer returned pump for evaluation, and technical support tested pump by starting it, charging it, connecting it to computer, reviewing alert and alarm history, and successfully loading cartridge and delivering 5-unit bolus without any alerts or alarms. The customer reverted to an alternate method of insulin therapy.